Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 15/apr/2019 and inspection of the unit was performed on 18/apr/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection; insertion tube perforation at stage 1; distal cap/ case cracked; primary operation channel resistance; bending rubber cut; lightguide connector root brace cut; middle light carrying bundle distal cover glass cracked; failed dry leak test; lightguide prong scratched/ pitted; lightguide prong bent; leak at insertion tube stage 1; segment steel braid loose; failed wet leak test; lightguide prong cover glass set scratched; image mild spot; segment screw loose at insertion tube; prism lens chipped; umbilical cable bump under pve root brace; prism scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the customer. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; operation channel; adjusting collar; bending rubber; segment attaching screw; distal case attaching screw; insertion flexible tube; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; rl pulley assy; ud pulley assy; root brace rubber lg connector; lcb cover glass set (lens type); lg prong attaching nut; lg prong insulation ring; light guide prong; light guide prong washer imp-1; lcb distal cover; objective prism assy; deflector body link; distal case/cap.